Event description:
It was reported by the patient that the patient had been dizzy and has had several falls after passing out. Follow up information was attempted, however, it was unable to be obtained. The implantable cardiac defibrillator (ICD) remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.